Event description:
The dealer states that the recline feature is only working intermittently. The dealer states that the device was working fine going back, but when trying to raise the seat forward it would only work intermittently.